Event description:
It was reported the rigid video scope had image darkness. There were no reports of patient harm.

Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h4, h6 and h11. The device was returned to regional service center (rsc) for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insertion section was damaged, bad light transmission, light guide damage, and image noise. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a component failure of the rigid tube a review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from the customer stated that this issue occurred during preparation for use.